Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was 165mg/dl. Troubleshoot was conducted for the no delivery. The customer states the cannula was slightly bent. The customer stated the site was bleeding a bit. The customer was advised to return set for analysis. Troubleshoot for site issue was conducted. The customer was advised they may have hit a capillary. The customer also mention hospitalization for high blood glucose levels due to air bubbles in tubing and reservoir. The customer's blood glucose level was 549mg/dl. The customer received manual injections in the emergency room to treat highs. The customer states they had highs a second time, in the 400mg/dl. The customer state manual injections were administered. Troubleshoot was conducted. The customer device is being replaced and returned for analysis.